Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention occurred where the leads were explanted and replaced. Therapy was restored post procedure.

Event description:
Related manufacturer reference number:1627487-2023-00318. It was reported the patient is not receiving effective therapy due to invalid impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.